Event description:
It was reported the stent graft did not deploy during an a/v access procedure. It would not pin and pull back. The dr removed the sys and deployed another device successfully. No pt injury was reported.

Manufacturer narrative:
The lot history records have been reviewed with special attn to the mfg and inspection of this prod and the prod was found to have met all specs prior to shipment. The sample was rec'd for eval. Upon receipt, the safety clip was missing. The tuohy borst adapter was separated. The 2-way stopcock was missing. The guiding tube was kinked at the oval handle. The outer sheath was elongated over the entire length. The stent graft was still within the sys. During the performed function test, the outer sheath tore off at the catheter reinforcement, therefore the stent graft could not be released. According to the info rec'd, no introducer sheath was used during the procedure. The elongation of the outer sheath over the entire length indicates the occurrence of high deployment forces during the attempt to release the stent graft. The investigation confirmed the reported event. The cause was determined to be user related. This application represents an off-label use. As stated in the event description, the physician intended to place the fluency stent graft into an a/v access graft. The fluency tracheobronchial stent graft is indicated for use in the treatment of tracheobronchial strictures and has never been tested for application as described in this case. The IFU supplied with this prod states that the safety and effectiveness of this device for use in the vascular sys has not been established.